Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) showed a flat egm for the non boston scientific left ventricular (lv) lead channel. This device had 44% right ventricular (rv) pacing and 100% lv pacing, and the lv lead was programmed to subthreshold measurement of 0.1v. The lv lead also exhibited intermittently high, out-of-range pace impedance measurements greater than 3,000 ohms, and the patient commented that the lv lead may have dislodged. However, it was unclear why biventricular (biv) was still programmed, while the lv was programmed subthreshold. The previous lv threshold measurement was 5v. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.